Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. All buttons functioning properly no damage on the keypad assembly and the j1 connector on the printed circuit board assembly was not unlocked during visual inspection. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level at the time of incident was unknown. The customer states the drive support cap was protruded. The customer was advised the pump would be replaced and returned for analysis.